Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿pain in back, chest and neck, shortness of breath, swelling in legs/feet, fatigue". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported "pain in back, chest and neck, shortness of breath, swelling in legs/feet, fatigue" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Additional information received july 24, 2017: patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to deep vein thrombosis and noncompliant with anticoagulation regimen. Patient outcome: patient is alleging pain in back, chest and neck, shortness of breath, swelling in legs and feet and fatigue due to the device.